Event description:
Lead was implanted on (B)(6) 2017 however, the healthcare professions say it was quite difficult. Too big a heart, too "fatty", scarce potential locations, high pacing thresholds. The lead started exhibiting dysfunctional behavior several months after implant procedure with low impedance, high thresholds, and intermittent capture. On (B)(6) 2020 the patient has been hospitalized for a while already. The epicardial lead serial number (B)(4) is acknowledged not to be working properly. The patient was studied for venous access in order to implant (again) a new lv venous lead. Negative results prevented a new venous lead from being implanted. Device replacement took place anyway. A new device g424-496934 was implanted and the physician connected the epicardial lead serial number (B)(4) to the new device. That same night the patient suffered a severe heart failure event. Patient presents atrial arrhythmia apparently starting (B)(6) 2019. On (B)(6) 2020 patient undergoes cardiac surgery for (another) epicardial lead implant. Healthcare professionals know the procedure is going to be difficult and in fact, they are not very hopeful. Epicardial lead serial number (B)(4) was explanted and a new epicardial lead was implanted. No known consequences or impact to patient.